Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The returned needle was from a different lot (t0549) to that which was initially reported (t0404). Manufacturing record review of t0404 identified 5 electrical malfunctions within the needle batch. Manufacturing record review of t0549 did not identify any electrical malfunctions within the needle batch. The electrical properties of the needle were outside of specifications, confirming the reported complaint. Disassembly of the needle identified the root cause as damage to the insulation layer of the heater wire.

Event description:
The user reported muscle twitching during a cryoablation procedure. Four needles were used in the cryoablation procedure. One needle caused muscle twitching during the thaw cycle while ithaw was in use. The user switched to passive thaw to continue with the case. The case was completed with no reported injury. The needle was returned to the manufacturer for investigation.